Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an empty cartridge alarm occurred after the cartridge was filled with 300 units. The customer resolved the issue by changing the cartridge and resuming insulin delivery. Reportedly, cold insulin was used to fill the cartridge. Tandem technical support educated the customer to use room temperature insulin per labeling instructions as cold insulin can cause inaccurate insulin gauge readings. The customer acknowledged the information provided. There was no known impact to the customer's blood glucose level.